Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that there was a large hole by the muffler which was indicative of pulling the autolube while the muffler was still plugged in. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to misuse / abuse and possibly user error. It was further determined that the device was power-broken and the swivel had come apart. It was determined that the cause of the power-broken was failure to follow the directions for use and running the device in the safe or load position which is user error / abuse and possibly misuse. It was determined that the swivel had come apart was due to normal wear over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified spine surgical procedure, it was observed that the motor device had a hole in the tubing. There was a five minute delay to the surgical procedure. A spare device was available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.